Manufacturer narrative:
(B)(4). Foreign report source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent acl reconstruction. During the procedure, as the surgeon attempted to advance the 8mm cannulated reamer over the 2.1 nitinol guide pin, it would not move. After several attempts to remove the reamer from the pin, it was observed that the reamer had fractured. The procedure was completed with another 8mm reamer. There was no patient impact.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms there are 2 breaks in the flexible reamer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.